Event description:
2015-09-30, an hcp reported via (b)() that the fluid was cultured and results were negative on (B)(6) 2015 . On (B)(6) 2015 examination revealed a well healed lumbar scar and well healed pump site; however fluid was palpable in the anterior pocket. Exploration of the pump pocket was planned to occur on (B)(6) 2015. It was previously reported that a "lipoma or seroma" around the pump occurred; however, the hcp clarified the adverse event as being a "seroma".

Event description:
Information was received from a healthcare provider via the clinical study. The patient was also taking norco, sonata, and prilosec at the time of the event. It was noted that the type and lot number of baclofen were not documented. On (B)(6) 2015, the pump was reprogrammed for a 52% dose decrease and keflex was administered on (B)(6) 2015. It was also reported other diagnostics included an ultrasound of soft tissues of abdominal wall on (B)(6) 2015 and the results showed fluid collection seen in subcutaneous tissue adjacent to the pump measuring 7x8 cm. No wall thickening or nectoric internal echoes to suggest abcess. A MRI without contrast was also performed on (B)(6) 2015 and showed fluid collection measuring 3.2 cm; no catheter tip granuloma seen. A CT scan without contrast was performed (B)(6) 2015 and found fluid collections in posterior midline at l2-3 level and lateral to subcutaneous pump, smaller today. Examination on (B)(6) 2015 revealed the incision was clean, dry, intact, and no sign of infection. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a healthcare provider (hcp). The patient's medical history included back pain. The seroma was further clarified as a pump pocket seroma. On (B)(6) 2015, the patient experienced pain and fluctuance in the area of the pump pocket and fluid in the pocket. A pump pocket infection was suspected. The pump was decreased. A CT scan without contrast was performed. The results were not yet available; however, per the physician, there appeared to be fluid in the pocket. Surgical observation (incision, drainage and exploration of pump pocket) revealed 200cc of yellow, slightly turbid fluid seen and aspirated. The fluid was cultured, but the results were not yet available. On (B)(6) 2015, the pump was explanted and replaced. The proximal portion of catheter was also explanted and replaced. On (B)(6) 2015, examination revealed the pump site was well-healed and the event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# l78413, implanted: (B)(6) 2000, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study in regard to a patient receiving intrathecal baclofen (concentration 100mcg/ml; dose 14.98mcg/day), morphine (concentration 40mg/ml; dose 5.992mg/day), fentanyl (concentration 1000mcg/ml; dose 149.8mcg/day), and bupivacaine (concentration 5mg/ml; dose 0.749mg/day) via an implantable infusion pump. The patient was also prescribed patient administered (pa) boluses via the personal therapy manager (ptm). Patient history included non-malignant pain. The patient's pump was flipped in the pocket and the patient experienced a lipoma or seroma around the pump. On (B)(6) 2015 the lipoma or seroma around the pump was diagnosed via examination/palpation and the pump could not be refilled. The pump was manually flipped back by the patient, after which time the refill port was accessible. In addition, 45ml of yellow and yellow-white precipitant, and what appeared to be adipose/fat itself with the fluid, was drained from the pocket. The severity of the event was considered mild and not serious. The event was possibly related to the device or therapy. Outcome of the flipped pump was resolved without sequelae as of (B)(6) 2015 and outcome of the lipoma/seroma was ongoing.